Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 420 mg/dl at the time of incident and the blood glucose level was 426 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also states that the crack on back of pump near belt clip rail. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. No moisture damage found during visual check.